Manufacturer narrative:
Approximate age of device ¿ 2 years 8 months 1 days. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient was admitted from (B)(6) 2018 for an acute gastrointestinal (gi) bleeding when his hemoglobin was 5.9. The patient was transfused three units of packed red blood cells (prbc) on (B)(6) 2018. The patient had an esophagogastroduodenoscopy (egd) on (B)(6) 2018 and a small bowel endoscope showed a pinpoint bleed in the jejuneum. It was treated with argon plasma. Also noted was a small hiatal hernia with no bleeding. Patient was transfused 1 unit packed red blood cells. On (B)(6) 2018 the patient left against medical advice. No additional information was reported.